Manufacturer narrative:
Analysis of the pump resulted in no anomaly found. An x-ray of the pump was taken before the rpa lab accessed the reservoir. The reservoir was empty upon arrival. Pump passed all non-destructive testing. All pump logs were clean. Meaning that motor stalls, motors stall recoveries, or errors of any type had ever been recorded. No reservoir access issues were encountered during the non- destructive testing. The fluid path was destructively analyzed with no anomalies found. .

Event description:
Additional information reported that the pump was replaced on (B)(6) 2015 and the patient was receiving effective therapy.

Event description:
It was reported that the personal therapy manager (ptm) exhibited an 8286 error code (empty reservoir alarm). The patient heard an alarm that sounded like an ambulance, and this started on 2015 (B)(6). The patient was in ¿tremendous pain.¿ the patient had an upcoming appointment at 1315 on thursday, but she was unsure if she would make it. The healthcare provider (hcp) decided to refill the pump on 2015 (B)(6), and they were able to aspirate the drug from the pump (reporter was unsure of how much), and then they were unable to refill the pump. The hcp reportedly made his own refill kits. Troubleshooting was discussed with the reporter. The hcp was able to refill the pump with some preservative free normal saline (pfns). The plan was to replace the pump on 2015 (B)(6). The pump system was being used to infuse fentanyl. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.